Event description:
Customer called customer service and reported his adc blood glucose meter was displaying a battery icon on the display. While on the call, customer also reported the spring on his adc lancing device was broken and because of this he cannot use it. Customer noted he attempted to use the lancet by itself. It was additionally reported that in (B)(6) 2012 he was sleeping and began to experience "shaking", "confused state of mind" and had a "headache", believing he was close to losing consciousness. Customer clarified he did not experience a loss of consciousness. Customer reported self-treating with janumet and called the paramedics. Customer was transported to a local healthcare facility where he was diagnosed with hyperglycemia and treated with insulin. Customer remained in the hospital for monitoring for 24 hours. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is a correction.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, it is known that the medical event occurred in (B)(6)2012. (B)(6) 2012 was entered in event date. (B)(4).